Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The other 5 proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device with an 8f sheath after an interventional procedure. Reportedly, a suture break occurred during suture harvesting. Four more proglide devices were used with the same results. Two additional proglides were used to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. No additional information was provided.